Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was scheduled to be revised for high impedances and thresholds issues. At the revision procedure, the physician elected to change out the device at the same time to avoid any future surgeries. Once a new device was implanted, this lead was placed in the device header and all measurements were within normal limits. It was concluded then that this contak renewal 3 rf device had never had its setscrews tightened all the way which led to the high out of range impedances and thresholds issues in the rv lead. The lead remains in service with the new device.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic analysis revealed the right atrial and ventricular seal plugs, adhesive, and setscrews were all normal. The left ventricular seal plug was noted to be torn. However, no clinical observations were noted in association with this left ventricular physical anomaly. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Additionally, impedance testing was performed, and all measurements were normal. A series of electrical tests was also performed, and again, normal device function was observed. Analysis performed was unable to replicate the clinical observation related to the setscrews, as all physical and electrical performance of this device was within specification.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead was scheduled to be revised for high impedances and thresholds issues. At the revision procedure, the physician elected to change out the device at the same time to avoid any future surgeries. At the time of device change out, it was noted that the setscrews were not fully tightened, which likely contributed to the out of range impedance measurements observed. Once a new device was implanted, this lead was reconnected to the new device header and all measurements were within normal limits. There were no additional adverse effects.